Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to unable to inflate and the tubing was broken.

Manufacturer narrative:
Titan otr pump, and cylinders 1 and 2 were received for evaluation. A separation within abrasion was noted on the longer exhaust tube of the pump. This was a site of leakage. Partial separations within abrasion were noted on all pump tubes. These were not sites of leakage. No functional abnormalities were noted with either cylinder. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the longer exhaust tubing. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was revised on (B)(6)2021 due to the tubing was broken. Additional information received indicated the device would not inflate, tubing was broken.